Event description:
Pt reported that device's piston rod did not fully retract when they were trying to change the insulin cartirdge -- piston rod is now "frozen." Device did not generate error code at time of event. Pt's blood glucose was not affected, and no treatment was received as a result of this event.